Event description:
It was reported that an ilet bionic pancreas would not power on and was unresponsive, and the user was upset; the event was characterized as a hardware issue consistent with battery depletion or device not powering despite attempted use. Symptoms included no device output or functionality and inability to operate the pump. Outcomes included interruption of ilet therapy with continued cgm use via phone or receiver while awaiting a replacement. Investigation included verification of device identifiers, review of shipping and return logistics, user education on data sync, shutdown procedures, and start-up requirements for the replacement. Investigation of this case revealed a non-responsive device consistent with a power-on failure; no alarms were reported and data transfer to the replacement would not occur, requiring a full start-up. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to power or battery depletion without associated clinical harm.